Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack at the end of the light blue area (main body) near the twist clamp of a minicap transfer set. This was observed during set up of the device for peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further clarified the patient used hand sanitizer, 70% alcohol hand rub, and antiseptic gentamicin cream during therapies. The transfer set was in use for approximately 2-3 months. H10: the sample was received for evaluation with a mini cap attached to the female connector; a photo of the sample was also provided. A visual inspection with the naked eye of the sample and photo noted a cracked main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The damage to the mainbody is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.